Event description:
The following information was received through literature ¿covered stents for treatment of visceral artery aneurysms: a multicenter study¿ published by journal of vascular and interventional radiology, volume 33, issue 6, 2022. This multicenter retrospective study evaluated the safety and efficacy of covered stents for treatment of visceral artery aneurysms (vaa). All patients received covered stents (68 viabahn, 2 fluency). Four stents (7%) had mild restenosis, while the rest of the stents were patent. Mild restenosis was found in 2 celiac trunks (at 1 month and 14 months of follow-up, respectively), 1 renal artery (at 4 months of follow-up), and 1 splenic artery (at 1 month of follow-up).

Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined, and the information provided to gore cannot be connected to a specific device. Information on the device status remains unknown, and no physical return was available for analysis. The reported stenosis represents a known complication or adverse event that can occur when using stent-graft endovascular devices and can arise as a result of a multitude of factors, including intraprocedural technical considerations, post-operative follow-up and treatment regimen, patient-related risk factors and disease progression. No allegation of device malfunction, such as stent collapse or structural deformation was indicated with respect to device performance. Cite this article qiu c, liu z, huang l, guo l, lu w, zhang h, he y, tian l, li d, wang x, jin y, wu z, covered stents for visceral artery aneurysms: a multicenter study, journal of vascular and interventional radiology (2022), doi: https://doi.org/10.1016/j.jvir.2022.03.009. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.